Event description:
Per information provided: on (B)(6) 2005 - patient was diagnosed with bilateral inguinal hernia- right direct , left indirect hernia thereby underwent laparoscopic repair with implant of 3dmax mesh (device #1- right and device #2- left). Per operative notes, ¿in right side, the perineum over the indirect ring was incised and dissected away from internal ring and cord structures. A medium size bard 3d mesh (device #1- right) was placed over the cooper¿s ligament covering the indirect defect and area of the internal ring and tacked. In left side, the indirect sac was reduced, peritoneum was further dissected and placed with medium size bard 3d mesh (device #2- left) over the cooper¿s ligament covering both the defect as well as the indirect defect." On (B)(6) 2018 - patient was diagnosed with recurrent left inguinal hernia and right groin pain thereby underwent open repair with neurolysis. Per operative notes, ¿the mesh caused bulging through the floor of the inguinal canal in left side. The mesh was also noted to not be attached to anything at the inferior aspect, and a tack could be seen protruding. The metallic corkscrew tack was removed. The hernia was primilarly repaired using sutures. In right groin, neurolysis of ilioinguinal nerve and genitofemoral nerve was performed and sutured."

Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the 3dmax (device #2); additional supplemental emdr was submitted to represent the 3dmax (device #1) . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.